Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: there were ¿pump not primed¿ warnings in which the force readings did not reach zero observed in the black box data. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump successfully completed a rewind, load and prime sequence with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of prime occurring. The past passed the delivery accuracy test and was found to be delivering within required specifications. The pump was opened and there was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 516 mg/dl with nausea and abdominal pain associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the pump emitted multiple loss of prime warnings despite changing the cartridge from different boxes. It was reported that the cartridge cap was secured properly and a rewind, load and prime sequence were successfully completed after a cartridge change. The reporter stated that there was no sudden change in temperature or force and the cartridge was being used correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia related to a loss of prime issue.